Event description:
It was reported that during the implant procedure of the diagnostic implantable cardiac monitor the device was interrogated and noise was noticed on the egm. Different outlets and programmers were used and the noise remained. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).